Manufacturer narrative:
(B)(4). The device was manufactured october 19, 2016 ¿ october 21, 2016. The device was received for evaluation. Visual inspection revealed white drug residue located at the blue winged luer cap. A functional leak test was performed by filling the device. After fill, the blue winged luer cap was tightened by manually rotating the cap. The next day, no signs of a leak were observed from the device. The reported condition was not verified. The device was found to operate per specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked after filling. The device had been filled with 4600mg of fluorouracil in 115 ml 0.9% of sodium chloride solution. The reporter stated that when a hospital technician was handling the device, the device was leaking and ¿white powder residue¿ was observed in the overpouch and on the technician¿s gloved hand. There was no patient involvement. No additional information is available.